Event description:
It was reported that: during the morning checkout, an anesthesia technician found that the apl valve was in two pieces. The initial reporter indicated that the valve was likely broken during the prior night. No further information could be uncovered regarding how the valve became broken. No indication of patient involvement. No patient injury.

Manufacturer narrative:
H.3: evaluation is pending, information to be provided in a follow up report.